Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. During the preparation of triclip, one gripper was unable to lower during functional testing. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The tr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects.